Event description:
It was reported that the device stopped operating and did not audibly alarm. There was no related death or injury.

Manufacturer narrative:
Evaluation info was not available at the time of initial filing. The device was subsequently returned by the customer for evaluation. It was initially reported that the unit failed twice while the user was attempting to switch to external dc power, and did not alarm properly. The device has been evaluated and repaired. The reported complaint could not be reproduced. The alarm sounded in all applicable circumstances. The device switched to external dc power without malfunction. The test was repeated several times without incident. Evaluation revealed that the alarm opening was covered with cotton, a dime, and duct tape. Tampering with the device in this manner may lower the sound level of the audible alarm. The reported malfunction of the audible alarm is attibutable to user tampering, and no additional failure investigation is required at this time.